Event description:
An angio-seal device was deployed following a pre-deployment angiogram, which revealed that the vessel was suitable for angio-seal use. The patient was listed as stable following the procedure. Approximately ten days later, the patient developed a femoral occlusion and the device was removed. During removal, the physician stated that the anchor appeared to have flipped up and occluded the vessel. Additional information was requested but not available.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.